Manufacturer narrative:
The gehc biomed disassembled the bag/vent switch and noted a buildup of moisture. The switch was cleaned and reassembled. No report of patient involvement.

Event description:
The hospital reported the bag/vent switch was not working as expected. The clinician manipulated the switch back and forth, and it eventually started working. There was no report of patient involvement.